Manufacturer narrative:
Lot number - 18b014 and 18b047. Four (4) single-use devices were received for evaluation. For three devices, a functional leak test was performed by filling the bladders of the devices with water. During fill, a leak/backflow was observed at the fillport of the three devices. Further inspection revealed that the leak/backflow at the fillport was due to a glass fragment lodged under the checkband. The reported condition was verified. No manufacturing process step would allow glass fragments to be introduced near or adjacent to the fillport. The most likely cause of glass fragments becoming lodged under the checkband is user filling technique. Drug glass ampules used for filling the device without a filter can result in this type of event. For one device, no evidence of a leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 4 </noe> malfunction events. It was reported that four (4) large volume infusors leaked from the fill port prior to patient use. There was no patient involvement. No additional information is available.